Manufacturer narrative:
Per -3954 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, none of this information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. Based on the available information no further investigation can be conducted. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin. Infection is a known complication with any surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and biolox delta ceramic head after approximately 1 month due to infection. The trinity cup and non-corin paragon stem remained in situ.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the biolox delta ceramic head, cocr liner and ecima insert after approximately 1 month due to infection.